Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as a battery depletion error was found via the remote monitoring system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as a battery depletion error was found via the remote monitoring system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was then explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. The device was unable to be interrogated and review of device memory found the battery capacity had significantly decreased between the beginning of (B)(6) 2022 and the end of (B)(6) 2022. It was determined that therapy was not available while the device was implanted. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed body fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry caused a sudden increase in power consumption that resulted in the clinically-observed premature battery depletion.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as a battery depletion error was found via the remote monitoring system. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was then explanted and expected to be returned for analysis. No additional adverse patient effects were reported.